Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis. The root cause could not be determined. The instructions for use (IFU) identifies stretching as a potential complication associated with the use of the device.

Event description:
It was reported that treatment was performed on a partially thrombosed p-com aneurysm. After placement of the embolization coil, the coil could not be detached with three different detachment controllers or a 9-volt battery. During the attempt to remove the coil, the coil stretched. The coil was broken off and tacked against the vessel wall with three (3) stents. Approximately 1 cm of implant coil extended into the p-com and another 6 cm of stretched coils backed down into the cavernous segment. There was no reported patient injury or clinical sequela.

Manufacturer narrative:
A user facility medwatch (ref # 1100780000-2020-8002) was received on 7/20/20, which indicated the aneurysm being treated was unruptured. The patient was placed on blood thinners, post-procedure. Additional information: (a2, a3, a4, a6, b7)